Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a blank screen was not confirmed during service evaluation. However, the quality engineer has confirmed the reported condition as failure code 589:317:1061:0000. The assignable cause was depleted main batteries as a result of use error. The main batteries and battery harness were replaced to correct the reported condition. The user interface module software version is 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative reported a colleague infusion pump with the "screen blank". It is unknown when this condition occurred on the "general nursing floor". This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.